Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
Per the clinic, the patient experienced tissue breakdown resulting in an extrusion of the receiver/stimulator. The device was explanted on (B)(6) 2022 and the patient also underwent a surgical procedure for the rotation of scalp flap. Reimplantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on august 19, 2022.